Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-9510-2 broach handle broke off the threaded portion of the version rod into the 20° hole. This occurred during a case, another device was used. There was no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9510-2 serial number, (B)(6), was received for investigation. Functional test with ar-9510-14 found that the device is functioning as intended. When the broach handled trigger was pressed, the matting part was released. The returned device was visually inspected, and it was noted that the 20° r hole is obstructed with a piece of presumably matting part ar-9510-01 that was broken off inside the hole. The visual inspection also noted severe signs of wear on the device, as many scratches, discoloration, and dents throughout the device¿s body. The most likely cause for the reported failure is user error for applying excessive force during use.